Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcated stent graft was implanted for the endovascular treatment of a 71.1mm abdominal aortic aneurysm .  It was reported during the index procedure the patient had a long aortic neck and high tortuosity. The main device was lowered as much as possible and placed so that the flow divider could be placed distally from the neck, but the flow divider was got inside and was implanted inside the neck. A non-mdt device was added to the contralateral side, a 10mmx 7cm non mdt stent graft was added to the same side for completion of the evar. Touch-up imaging performed confirmed that the legs on the same side were crushed flat and were narrowed. Ivus was performed and the length diameter was 11 mm and the short diameter was about 4 mm, so the physician decided to add a non-mdt stent to the same leg so that it protrudes 1 stent out of the flow divider. It was inflated with a pta balloon and a kissing balloon was also performed. The procedure was completed. As per the physician the cause of the deformation was due to anatomy as a result of the long aortic neck. As per the physicians comment in order to prevent type ia endoleak, the proximal could not be lowered further. There was also a plan for an endurant iis with both sides placed directly below the flow divider, but during the case examination, it was thought that the device could be deployed peripherally than the flow divider, and the endurant ii was selected because it was not desired to create an unnecessary junction within the aneurysm. No additional clinical sequelae was provided and the patient is fine.